Event description:
A remstar pro c-flex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles and blower foam degradation. Additionally, the service technician noted error codes present (e062 / e-62: err_stuck_ramp_key; e065 / e-65: err_stuck_encoder_a; e055 / e-55: err_therapy_queue_full). Dust fail contamination was also observed. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
A correction to the component code is needed and has been made.